Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a peripheral lower extremity procedure on a patient of unknown age and gender, the distal tip of the sheath buckled on top of the inner dilator which created a bump on the sheath. The physician removed the device and used another of the same to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Visual exam found the sheath distal tip to have nicks, splits, and hangnail damage.